Event description:
During procedure, surgeon was preparing the mesh for implantation by cutting it to the shape and size needed. He tested the mesh integrity before implanting it in the patient and it began to tear in half. The mesh was removed from the field and a new piece of mesh from a different lot number was used for the procedure. FDA safety report ID# (B)(4).

Event description:
During procedure, surgeon was preparing the mesh for implantation by cutting it to the shape and size needed. He tested the mesh integrity before implanting it in the patient and it began to tear in half. The mesh was removed from the field and a new piece of mesh from a different lot number was used for the procedure. FDA safety report ID# (B)(4).